Event description:
Per the independent repair center, the customer alleged problem is low o2/yellow light and alarm will not function/no alarm on/off switch. The key failure is the rexroth valve is cracked/leaking.